Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to sweat. The customer stated there is condensation inside the lcd screen. The keypad seemed locked and the screen was flashing. The customer removed the battery but it kept flashing and received a button error alarm after reinserting the battery. Blood glucose value was 216 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.